Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: the battery compartment was cracked in two places. The battery compartment threads were damaged. A test battery cap was able to attach to the pump but not tighten. In addition, the returned batter cap was unable to secure due to damage; the battery cap threads were torn and missing. The battery cap contact height measured outside of specifications.